Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable where they were able to verify the reported issue. It was found that when the cable was manipulated, the image would disappear and show green static on a portion of the display. Since the customer received a replacement and there are no repairs available for the device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.